Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery, the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and no anomaly was noted. Device passed the rewind, basic occlusion, prime and displacement test. No motor position encoder alarm on alarm history screen. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip ad reservoir tube cracked.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. She received three motor error alarms in the last 30 days. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value was 206 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.